Event description:
It was reported that the customer received recurring no delivery alarms. Her blood glucose level was 289 mg/dl. She could not complete the fill tubing process. No insulin exited and she received a no delivery alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-91824 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip and minor scratches on the display window.